Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that myopotential oversensing was noted on the right atrial (ra) lead. The physician suspected ra lead damage, however, no damage was visually observed on the ra lead. The ra lead was capped and replaced during an unrelated procedure to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.